Event description:
Additional information received reported no malfunctions were seen, or interventions taken. The patient was "happy with a permanent device."

Event description:
It was reported that a test stimulation lead was damaged during an explant procedure. Caller asked, "what's medtronic's recommendation for lead retrieval and necessity of explant." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).